Manufacturer narrative:
Investigation summary: the customer reported the device presented an unspecified leak during priming. No patient injury/harm was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. The reported device was not returned for evaluation; however, three (3) photographs were provided by the customer. Visual inspection of the photographs could not confirm the reported failure of leak. No further action will be taken at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the device presented an unspecified leakage during priming. No patient injury was reported.